Event description:
It was reported that a 3.5x23 vision was deployed in the mid saphenous vein graft (svg) at 14 atmospheres and was postdilated at 18 atmospheres. This vision stent was reportedly, fully apposed to the vessel wall. The physician intended to treat a lesion distal to this newly deployed stent with the 2.25x12 mini vision in the native left anterior descending coronary artery (lad) through the saphenous vein graft. The mini vision stent delivery system (sds) was advanced through the newly deployed vision stent, when the mini vision stent was believed to have caught on the vision stent and dislodged from the sds. An attempt to snare out the mini vision stent was unsuccessful. The physician crushed the mini vision stent with a 3.5x18 vision stent at 12 atmospheres, which overlapped the proximal segment of the 3.5x23 vision stent. The procedure was completed and the patient remained stable throughout the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Advancement of sds distal to previously implanted stent. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.